Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked and the catheter was entangled with the guidewire. Microscope inspection showed that the guidewire exit port and the distal section of the tip were damaged. Media returned by the customer was also inspected and confirmed that the catheter was entangled with the guidewire.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the circumflex artery. Two wires were inserted, one in the obtuse marginal branch and one in the circumflex. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter tangled with and stuck on the wire. When the catheter was pulled, there was a dissection in the left main. The patient was ok, and the procedure continued without use of ivus. It was further reported that the patients target lesion was tortuous and calcified, with 80% stenosis.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the circumflex artery. Two wires were inserted, one in the obtuse marginal branch and one in the circumflex. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter tangled with and stuck on the wire. When the catheter was pulled, there was a dissection in the left main. The patient was ok, and the procedure continued without use of ivus.